Event description:
Customer reported that he was hospitalized for high blood glucose levels of 594 mg/dl. While hospitalized, customer was treated with insulin injections. Blood glucose level was 192.6 mg/dl at the time of the call. Customer also stated that he went to the emergency room on a separate occasion with blood glucose levels of 558 mg/dl. Customer stated that he was treated for five hours and released. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.